Event description:
Dealer stated that the end users parents think that the bed rails on an unknown bed are sharp and are afraid that they will puncture the mattress. The parents also alleged that the rails do not go up high enough, allegedly caused the user to fall out of the bed, possibly has a black eye. User is notorious for wanting to get out of his bed.